Event description:
(B)(4). I have had the essure for 2 years and it has ruined my life I get heavy periods where I have to stay home cause there so bad very bad pelvic pain sexual intercourse hurts have headaches gained (B)(6) blurry vision dental problems.